Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have woken up with blood glucose of 40 mg/dl and was able to treat, but blood glucose fell low again. Customer reported that blood glucose continued to drop and elevate after treatment a few times. Paramedics were called as customer's blood glucose was not able to stay elevated. Customer was treated and paramedics left after customer's blood glucose stabilized. Customer was wearing insulin pump at the time of treatment. During troubleshooting customer felt that insulin pump over delivered. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.